Manufacturer narrative:
Full name of the additional contact information: (B)(6). Complaint record ID #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Additional contact information - (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated a fiber optic sensor failure alarm. The customer was able to use the fluid lumen of the iab to get the arterial waveform and therapy was continued. There was no patient harm or adverse event reported.

Event description:
It was reported that after two days of intra-aortic balloon (iab) therapy the console generated a fiber optic sensor failure alarm. The customer was able to use the fluid lumen of the iab to get the arterial waveform and therapy was continued. Therapy was concluded two days later. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated field(s): describe event or problem. Other relevant history. Complaint record ID #: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The optical fiber was found to be broken within the membrane approximately 25.7cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).